Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to a hole in the device at an unknown location. The previous 5.0 cm cuff and system were removed and replaced with a new system and downsized to a 4.5 cuff. Surgery was successfully completed and patient is set to recover. The physician suspects that the cause of the hole was an incorrect sizing of the system.